Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Observed broken striated on radius side assessed as surgical damage. Additional observations: stress marks observed. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.3, b.5, d.1, d.2, d.4, d.9, g.1, g.4, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. Diagnosed by ultrasound. This record relates to the right device. The device has been explanted and replaced.